Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 1 failed to open, preventing the user from accessing the medication. The customer stated that there was a delay of about five minutes in dispensing the medication to the patient. The required medication was propofol, and the nurse was able to retrieve the medication from the main pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1 failed to open. A field service engineer replaced the matrix drawer u-link and full-height cubie drawer insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.